Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017- 08013: it was reported both of the patient¿s trial leads had migrated per x-ray. One of the leads had pulled all the way out and was no longer being used and the other lead had migrated. The lead that migrated was repositioned and was able to provide therapy.